Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from an unspecified location. The leak was discovered during mixing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured from june 30, 2019 - july 02, 2019. The device was received for evaluation. A visual inspection was performed, and it was noted that the top left welded areas were not sealed through to the edge of the bag. Functional testing was performed, and it was noted that there was a leak in the top left corner of the bag where the defects were observed during visual inspection. The reported condition of leak was verified. The cause of the condition was due to variation in the welding equipment during the manufacturing process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.